Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi). The load was not recalled successfully. The load contained 7 batteries. There are no reports of injury or harm from the event. The operating room was notified. At this time, it is unknown if any additional treatment was provided to the patients. The manager of the sterile processing department (spd) stated that the positive bi was a user error. The healthcare worker (hcw) did not use the crusher provided and over crushed the bi. The spd manager stated that the "overcrushing" is no longer an issue. Asp will continue to follow up with the facility to get patient information and status. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Manufacturer narrative:
The initial medwatch reported the load which contained 7 batteries was not recalled successfully. Asp received additional information from the chief of sterile processing services who stated that all items (3 batteries) were retrieved, sequestered, and repackaged for later sterilization. Nothing from the load was used in patient procedures. This complaint is no longer considered a reportable event since the load was recalled and reprocessed according to the IFU. This medwatch report may be considered void.